Manufacturer narrative:
Please disregard initial report as after further review it was determined that no allegations were made against this device and it was reported in error.

Manufacturer narrative:
Pending investigation.

Event description:
Preoperative and postoperative diagnoses indicated failed left total knee arthroplasty secondary to aseptic femoral loosening. Indications for procedure: the patient is a 67-year-old female, who is approximately 10 years status post a left total knee arthroplasty for osteoarthritis. Over the past several months, she has had increasing pain and persistent effusions. X-rays show osteolysis behind the femur and eccentric polyethylene wear. Infection workup has been negative. Description of procedure: upon the knee joint, there was noted to be a large amount of synovial fluid, which was sent for gram stain and culture. The medial and lateral gutters were reestablished. A synovectomy was performed. The patella was everted and found to be well fixed. The knee was flexed. After the patella was subluxed, the previous polyethylene was removed. There was significant wear medially. Femoral component was disimpacted that was loose, tibial component was intact. The patient was revised to exactech devices. The patient was awakened and taken to recovery room in stable condition. No further issues or complications were reported. No additional information is available.